Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. The device functioned normally with 180 and 190 model test scopes. A non-olympus light bulb was discovered and replaced due to a meter reading of over 500 hours. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the user facility was having repeated issues with the evis exera iii video system center and evis exera iii xenon light source recognizing 180 model scope series. According to the customer upon follow up, it has been a recent issue, however, information regarding specific dates and details for the previous instances are not available. The customer attempted to troubleshoot the issue but later decided to send the devices in to olympus for maintenance/evaluation. The most recent event occurred prior to an unknown procedure and was completed with a similar device. Upon inspection and testing of the returned device (model number cvl-190 sn (B)(4)), a non-designated non-olympus light bulb needed replacement due to a meter reading of over 500 hours. This medical device report (MDR) is being submitted to capture the reportable malfunction of not recognizing 180 model scope series as reported by the customer and the use of a non-designated non-olympus lamp found during evaluation. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6) (model number cv-190; serial number (B)(4)); (B)(6) (model number cvl-190 sn (B)(4)); (B)(6) (model number cv-190; serial number (B)(4)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of the device not being able to detect scopes. The non olympus lamp being over 500 hours caused the image to be dark. Olympus will continue to monitor the field performance of this device.